Manufacturer narrative:
Additional manufacturer narrative the explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 16mm valved conduit was removed after an implant duration of one (1) year, two (2) months. The reason for explant is unknown. The explanted conduit was replaced with a 20mm bioprosthetic valved conduit. No additional details provided.

Manufacturer narrative:
(B)(4). On occasion, valves may be explanted with no evidence of malfunction and are otherwise performing as intended due to a patient may undergoing open-heart surgery for an unrelated reason. If an indwelling valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. This is not directly related to the valve but the valve may require removal to facilitate repair of the injury. In this case, although there have been attempts, the explanted device was not returned to edwards lifesciences for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this valved conduit was explanted after one (1) year, two (2) months due to prophylactic reasons. The explanted conduit was replaced with a 20mm valved conduit and the patient was transferred to the cvic in stable condition; he was later discharged on post-operative day #7.